Manufacturer narrative:
The endoscope has been returned to the manufacturer but failure analysis has not been completed yet. A follow up MDR will be submitted upon the conclusion of this investigation.

Event description:
It was reported that during a gastric bypass one lens of the endoscope fell into the patient. The location of the missing lens was not confirmed and the physicians opted not to perform open surgery to attempt to locate the missing lens as the patient is obese. No post operative complication have been reported by this account.